Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that the patient died (B)(6) 2015 due to "cardiac arrest" when the patient was found at home by his son on the ground with both power sources disconnected and no sound from the controller. Alarm logs were downloaded. The patient had received education in the past from the hospital on power connections but sometimes non-compliant with hospital requirements. No autopsy was performed and no investigations were conducted of the ppm/aicd. Investigation is ongoing.

Manufacturer narrative:
The patient had been noted to be non-compliant with system and hospital requirements. Patients at risk for sudden cardiac death due to ventricular tachyarrhythmias and survivors of cardiac arrest due to vf or hemodynamically unstable vt are treated with pacemakers and implantable cardioverter-defibrillators. Log file analysis review date: 10/28/2015: -3 low flow alarms have been logged at the following times: (B)(6). The low flow alarm limit is currently set to 3.0 lpm; 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2015 at 10:39:30; per the waveform data, there is a gap in recorded power and estimated flow between 3:21 am and 8:26 am on (B)(6) 2015. Log file analysis- a review of the controller log files associated with the event captured confirmed the reported power source disconnection and associated pump stop on the date of the event. In total 4 controller power up and associated motor start events were logged on the reported event date, with an estimated longest pump off time of 4 hours 49 minutes 30 seconds starting on (B)(6) 2015 at 08:11:50. These indicate that both power sources were disconnected from the controller. Logs of this nature may be indicative of a double power disconnection perceived by the controller thereby powering down the controller. The logged power consumption and estimated flow after the first two double power disconnection was below normal operation. Hvad pump (B)(4) and controller (B)(4) were not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. In addition, review of controller log files confirmed the reported power sources disconnection and associated pump stop on the reported event date. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The hvad® pump may cause interference with aicds. If electromagnetic interference occurs it may lead to inappropriate shocks arrhythmia and possibly death. The occurrence of electromagnetic interference with aicd sensing may require adjustment of lead sensitivity proximal placement of new leads or replacement of an existing sensing lead. (B)(4) - controller / catalog number 1403us / expiration date 02-29-2016. Unique identifier (UDI) # n/a. Method: actual device not evaluated; manufacturing review; analysis of data log(s). Results: no results available since no evaluation performed. Conclusion: device not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.